Manufacturer narrative:
Concomitant products: dtba1q1 ICD, implanted (B)(6) 2016.

Event description:
It was reported that there was an alert for low impedance on the left ventricular (lv) lead. It was also noted that there were large fluctuations in impedance on the lead and that there was also oversensing noise observed while the patient was performing arm motions in an in office check. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) pacing lead was high. Analysis of the device memory also indicated the impedance trend on the lv pacing lead was variable and the impedance on the lv pacing lead was beyond the expected lower and upper ranges.

Event description:
It was additionally reported that the lead measured high impedance and high threshold.